Event description:
It was reported that 2 devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that while clipping cystic duct with a er320, the clip was not secure and slipped off the duct. The surgeon refired many times and had the same problem. The surgeon tried another er320 and the same thing occurred. Another instrument was used to complete the case.